Event description:
This customer obtained unexpected high vitros trop I es and b-hcg ii results from different patient samples and from quality control samples processed on a vitros eciq immunodiagnostic analyzer. The same samples produced expected trop I es and b-hcg ii results when processed on an alternate vitros eci system. Results of the magnitude and direction observed may lead to inappropriate physician action. The initially high results were not reported to the clinician. There was no allegation of harm to the patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros trop I es and b-hcg ii results occurred while using the vitros eciq analyzer. The investigation confirmed that the root cause of this event was instrument related. However, user error contributed to the contamination of a single bottle of vitros universal wash reagent placed on the vitros eciq system. An ocd field engineer found that cleaning of the fluidics subsystem was necessary to return the instrument to expected operation.